Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during an initial implant procedure, there was difficulty withdrawing the stylet from the left ventricular lead. When the stylet was removed, the distal conductor on the lead became externalized. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of ¿stylet had resistance for being removed exteriorizing the distal conductor of the lead¿ was confirmed. The cause of the reported event stylet had resistance for being removed was isolated to the bunching of stripped stylet, ptfe coating and inner coil.